Event description:
Additional information received indicated that the ICD was explanted on an unknown date.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that an asymptomatic patient's implantable cardioverter defibrillator (ICD) exhibited a battery performance alert and premature battery depletion. No intervention was performed. The patient had no consequences.